Manufacturer narrative:
Related patient identifiers: (B)(6). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the balloon tract not being brushed at the time of cleaning could not be determined, however, the reprocessing procedures of the facility deviated from the instruction manual. The coating peeling event can be prevented by following the instructions for use which state: ¿ chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection and sterilization procedures.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope had an issue regarding incorrect reprocessing. The balloon duct was never brushed during cleaning, but the rest of the reprocessing was followed per the instructions for use. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer was instructed on proper reprocessing procedure. A supplemental report will be submitted if any additional information is provided by the user facility.